Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a tsh value of 4.00 uiu/ml. The sample was repeated on a second analyzer, resulting in a value of 8.87 uiu/ml. The sample was then repeated on the complained analyzer, resulting in a value of 8.94 uiu/ml. The tsh reagent lot number was 597303. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Upon review of the system data, it was determined a sample clot alarm occurred 15 minutes prior to sample measurement. Further samples processed on the system had liquid level detection and sample short alarms. Results from (B)(6) 2022 showed many data flags, which reflects poor sample quality. The investigation could not identify a product problem. The issue is consistent with incorrect pre-analytic sample handling.